Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer states they did receive a low battery alert prior to the off no power alert. The customer states the battery was previously used. Customer states the battery cap was not loose, cracked or damaged. Customer states this was the second occurrence of off no power in less than 24 hours after low battery warning. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No low battery alert, no unexpected battery power loss and no unexpected restart alarm noted during test.